Event description:
It was reported that the customer had low blood glucose and did go to the emergency room. It was reported that the customer was playing indoors; their sugar level was high, and then dropped. The customer was eating cookies and thirty minutes later customer passed out. Troubleshooting was performed. The programming and bolus history were correct. Suggested customer to call md to discuss possible causes of low bg.